Event description:
It was reported the pt has used the stimulation continuously. The pt reported a recent heating sensation at the ipg pocket area. F/u identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.